Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a neuro-interventional surgery for a stroke patient using an 8fr sheath, they had planned to use an 8fr angio-seal to close the right femoral artery puncture. Angiographic confirmed the indication and the doctor was experienced. After the deployment of the device, they planned to pull back the sheath and complete the closure. However, the wire was broken, and the sheath was pulled out easily. Blood ejected from the puncture site instantly. The collagen and the anchor were not found. Manual compression was conducted to achieve hemostasis. No significant symptoms were found on the patient. The patient was in stable condition. Additional information was received on 30dec2019. A pre-deployment angiogram was performed. The common femoral artery (cfa) was greater than 4mm with no lesion. It is unknown if there were any test performed to locate the anchor and collagen inside the patient. The estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip device was returned for product evaluation. The carrier tube and hemostasis sheath were returned along with the poly foil pouch. No other accessory components were returned. Visual inspection revealed that the sheath was returned separately, and the deployment sleeve of the carrier tube assembly was in the rear lock position with colored bands fully exposed. The bypass tube was dislocated at the proximal end of the device cap. The tip of the carrier tube was examined under microscope and dried collagen was present. No anchor and suture could be seen attached to the device. For further evaluation, the carrier tube was dissected to determine the cause of the issue, the tensioner was removed from the device cap. The carrier tube was cut, and the presence of tamper tube was confirmed. All turns of the suture were present within the spool and it suture was still tethered to the suture tensioner disk. A pair of tweezers was used to pull on the suture and the suture was able to unspool without any resistance. No gross anomalies were noted. To check the tensile strength of the suture, a minor force was applied, and it broke into the pieces. No other anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.